Event description:
On (B)(6) 2012, the reporter contacted animas to report that the arrow keypad and the ok buttons were requiring several button presses to activate the desired pump functions. The reporter stated there was no physical damage to the keypad. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was intact without peeling or visible damage; however the bumper pad was missing from the bottom of the pump. The contrast keypad button responded appropriately when pressed. The up arrow, down arrow and ok keypad buttons were intermittently unresponsive when pressed. All of the keypad buttons had normal spring back or click. The keypad was removed for investigation and revealed contamination under all the contact buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.